Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a inflation difficulties occurred. The lesion being treated was located in the non calcified, non tortuous proximal left anterior descending artery. The vessel was pre dilataed witha 12 mm length balloon. It was reported that the taxus express2 2.50 x 16 mm drug eluting stent was prepped normally and appeared to be fine until the physician tried to inflate it was unable to inflate despite repeated attempts. They were able to remove the stent with the balloon partially inflated. The physician attempted to inflate the balloon outside the body and found a pin hole in the monorail section of the balloon (about 20 cm proximal to the stent). Contrast squirted out at right angles and obviously under high pressure from the indeflator. The procedure was completed with another taxus express2 stent of the same batch number which deployed normally. There was no reported pt injuries or complications.